Event description:
A peritoneal dialysis patient reported a cassette fluid leak. On (B)(6) 2013 the patient started prophylactic intra-peritoneal antibiotics. The patient's effluent remained clear and the peritoneal fluid culture showed no growth. No further info is available at the time of this report.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.